Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of greater than 3000 ohms resulting in an automatic safety switch from bipolar to unipolar pacing. This lead was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.